Manufacturer narrative:
Inspection and testing found the image was magenta due to a damaged charge coupled device. In addition, a failure of the tip insulation was found, there were scratches on the bending section cover, there was insufficient angulation, and the cable was crushed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported that the image turned blue during a laparoscopic partial nephrectomy procedure. The procedure was completed using another similar device. The subject device was sent to an olympus service center for evaluation. During inspection and testing, the image was magenta. This report is being submitted for the malfunction found during evaluation (magenta image). There was no harm or user injury reported due to the event.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 08-mar-2022. Correction: h8 - reuse should have been checked on the initial report rather than unknown. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to a failure of the image sensor unit, a board inside the video connector, or a problem on the system side. Olympus will continue to monitor field performance for this device.